Event description:
It was reported that the vision stent dislodged from the stent delivery system (sds) after a failed cross attempt. The stent remains in the vessel in an unintended site, and a smaller stent was used to compress the stent into the vessel wall. Another stent was used to treat the intended area.